Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later pt experienced urinary tract infections, bleeding, pain, urinary retention, recurrent prolapse, organ perforation, and mesh erosion. A suture was removed from perineum in the office. A corrective surgery, mesh excision and stent removal were performed.